Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop/over-retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was implanted and then dislodged. The helix was retracted and the lead was attempted to be re-implanted; however, the helix would not re-deploy. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.